Event description:
A report was received that the patient developed infection following a revision procedure (MFR report number 3006630150-2018-60680). The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient developed infection following a revision procedure (MFR report number 3006630150-2018-60680). The patient will undergo an explant procedure.